Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp catheter extension set leaked from the connection of its male luer with an unspecified product. This occurred during patient infusion of an unspecified solution. The reporter stated that the male luer was secured tightly, and no cracks were observed on it. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation attached to an unknown syringe. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to a solution bag and extension set and primed; the set was found to flow normally and no leaks were noted. Simulated use testing was also performed using the received syringe, with no issues noted. Pressure testing and clear passage testing were performed with no defects noted. The reported problem was not verified. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.